Manufacturer narrative:
MFR 1020379-2016-00059 is associated with argus case (B)(4), corega tabs. Corega tabs is associated with polident tablets in the us.

Event description:
Accidental ingestion [accidental device ingestion]. Case description: this case was reported by a consumer via out of hour services and described the occurrence of accidental device ingestion in a (B)(6) female patient who received denture cleanser (corega tabs) unknown (batch number lmd264, expiry date april 2017) for drug use for unknown indication. On an unknown date, the patient started corega tabs. On (B)(6) 2016, an unknown time after starting corega tabs, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and wrong technique in device usage process. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega tabs. Additional details: the patient son informed that his mother took one tablet of corega tabs effevesrcent without putting in water. It occurred 40 minutes before the call patient drank water after that and was not presenting any symptoms till the moment of the call. Reporter informed that it occurred because of the age of the patient that does not understand the risk of that and was not intentional.